Event description:
It was reported that this implantable lead was part of the system revision due to infection and sepsis. Reportedly, the patient had an infection in the bloodstream thus affecting the implantable products and then opt to remove the system. No adverse patient effects were reported. The implantable lead was surgically abandoned. Due to the limited information received, further follow-up to obtain related details was not possible.